Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6), 2014 according to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe on (B)(6), 2014. The procedure was completed successfully with no issues noted. Approximately five to six days following the procedure, the patient was admitted to the ER for an asthma exacerbation. The patient was hospitalized for approximately six days. It is unknown what treatment was administered while admitted to the hospital. It was reported that the patient underwent her third bronchial thermoplasty procedure on (B)(6), 2014. Following the third procedure the patient is reported to be ¿fine¿.

Manufacturer narrative:
(B)(4):the exact event date of the asthma exacerbation is unknown, however the event date was reported to be either (B)(6), 2014.the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.